Event description:
It was reported that the patient¿s caregiver requested assistance pairing a new freestyle libre 3 plus sensor, and they received repeated ¿incompatible device¿ alerts that were traced to the inadvertent use of a non-plus libre 3 sensor, representing a use-of-device problem with no specific device component implicated. No adverse clinical symptoms reported. Outcomes included no health consequences or impact, and blood glucose was not affected. User support included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed an interoperability issue caused by attempting to pair an incompatible sensor model, consistent with a use-of-device problem and not attributable to a particular component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions.